Event description:
It was reported to boston scientific corporation that an unknown guide was used during an unknown procedure. According to the complainant, "the ureteral guide made a wrong trajectory." Several attempts made to gather more information for this complaint were unsuccessful. Please note: this report pertains to the second of two devices. Refer to associated MFR report #3005099803-2009-02044.

Manufacturer narrative:
The complainant was unable to provide the suspect device part number and/or device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation since it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).